Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon has observed radiolucency on x-rays for this patient.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial and femoral components were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. A product history search identified no other complaint for the part and lot combination of the tibial or the femoral component. Review of the primary surgical notes found that trial reduction showed excellent restoration of alignment, stability, and motion from 0 to 120 degrees. Several x-ray images taken at an undisclosed postoperative date were received alleging an unspecified loose nexgen implant. Accompanying x-ray images taken immediately after the procedure were also received. An health care professional reviewed the x-rays and the report states that the immediate postoperative x-rays show anatomic alignment of the femoral and tibial components, an adequate amount of cement surrounding the tibial stem, and no complication. There is a mild amount of subcutaneous emphysema superimposed over the tibial tunnel, which is normal in the postoperative state. On the post-operative images taken at an unknown date a periprosthetic lucency (indicating osteolysis) is seen along the proximal/medial and posterior borders of the cement-bone interface, which suggests loosening. Also, a fractured fragment of heterotopic ossification is observed lateral to the tibial plateau. Loosening can be caused by several factors including overextension/wear and tear, infection, fracture, or instability. It is uncertain whether loosening caused the potential fracture or vice versa. Per the package inserts of the tibial and femoral components, loosening of the prosthetic knee components is a known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided.